Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with intermittent power elevations with a gradual increase in pump power consumption. The pt's lactate dehydrogenase (ldh) and plasma free hemoglobin levels were reportedly slightly elevated and as a result, the hospital made a decision to exchange the lvad with another lvad due suspected thrombus in the device. Prior to the pump exchange, the pt had reportedly experienced two episodes of embolic strokes. At the time, the pt was being medically maintained on 325mg of aspirin (acetylsalicylic acid; asa) daily and may also have been on argatroban prior to the cerebrovascular accidents (cvas).

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.